Event description:
It was reported that during a endovascular treatment procedure a balloon rupture occurred. The 75% stenosed lesion was located in a calcified and moderately tortuous right common iliac artery. The vascular access site was obtained via the right common femoral artery. A non bsc stent was implanted. The sterling, mr, 7.0 x 20/135 (4f) was used for post dilatation. On the first inflation the balloon was inflated to six atmospheres. On the second inflation the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).